Event description:
It was reported that during a lumbar interbody fusion procedure, after opening the device, it was used immediately for continuous suturing, but the thread broke. This issue occurred on two devices. To resolve the issue, a new suture was used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot a4l1703vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.